Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was experiencing symptoms of vomiting, dizziness, extreme fatigue. The customer was treated for high blood glucose with pump and manual injection. The customer was able to perform high pressure test and the test passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning high blood glucose. The customer reported via phone call that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 235 mg/dl. The customer was advised to perform self-test and did vibrate during self-test. The customer was advised to monitor pump.

Manufacturer narrative:
Additional information has been received, which was not included with follow up report. The information has been provided with this report. The insulin pump passed all functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error test and tone check/vibrate check on self-test. The no delivery alarm functioned properly during the basic occlusion test. The insulin pump was able to clear the no delivery alarm by pressing the esc then act buttons. The insulin pump responded properly to button presses. The insulin pump then was programmed with several boluses and monitored. All boluses delivered properly. All boluses had audio tones at the start and the end of each bolus delivery. The low reservoir alarm was set and properly and alarmed low reservoir with audio tones when the units remaining in the status screen was at 20.0 units. No audio/beep anomaly noted. The insulin pump had cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test.